Manufacturer narrative:
G4: 29dec2020. B4: 29dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28dec2020.

Event description:
The customer reported that the light emitting diode (led) alarm failed when powering on the unit. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported the alarm led failure error in the significant event log. Product support advised the customer to suspect the power switch overlay. The customer declined service repair on this unit. The customer will wait when the director returns in a few weeks to decide if the unit will be sent in for bench repair or request an onsite visit. The customer requested for the case to be closed out.